Event description:
It was reported that the helix did not rotate during implant. This happened also outside of the patient. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) all conductors distorted; (B) (4) full lead in segments; blood was also noted on all conductors (not obstructed), and on the helix mechanism. All insulation was torn and breached/cut. The helix was bent.